Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12026. It was reported, the physician was implanting a lead and had difficulty steering the lead due to a tight epidural space, extending the procedure by 15 minutes. Post-operative programming provided effective stimulation coverage. Note the patient received two leads of different lot numbers. Both leads are being reported.